Event description:
The pt's device was explanted because the pt was receiving an electrical shock when the device activated. Further follow-up revealed that the pt reported that they were doing well and that the ncp system has helped with their seizures. The pt reportedly visits their physician on a regular basis. Prior to ncp system replacement the pt's device settings were lowered to tolerable settings and then the pt's pain would worsen to the point where the physician couldn't program the device to on. Physician indicated that they believe that an accessory nerve may be being stimulated at the same time as the vagus nerve causing the pain. The pt was seen for follow-up after ncp system replacement surgery and reportedly has not had any pain since the device was programmed to on. Physician indicated that the pt is doing well and the incision sites look good. The pt also reported they are doing good.